Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the returned guide aligns with the final plan. Additionally, all production processes were found to have been properly followed. As such, the cause of the trajectory deviation could not be determined, and may have been due to complex clinical aspects outside the scope of this investigation.

Event description:
The guide was used for implant surgery. After performing the initial osteotomy, the doctor used directional pins to confirm the trajectory and felt that the axis was not significantly off. However, after placing the implant and taking a post-op scan, the doctor observed that the implant was very distal and close to the root of molar #2. He ultimately removed the implant and grafted the area, and will order a new guide and reattempt surgery at a later date. The doctor also ordered a mandibular guide for two implant sites, both of which were placed successfully using the guide.